Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the mp4 leaked at the welded seams. The product was not changed out, the pt was unharmed, and the surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device, and visual examination and pressurization of the sample confirmed that the weld was incomplete, which caused it to leak. (B)(4).